Manufacturer narrative:
Follow-up #1: date of submission 07/08/2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the last basal delivery was recorded on (B)(4) 2014. There was no evidence of voltage drops or any activity outside of normal use is observed in the device's history. No pump reboot events or overheating occurred during the course of investigation. The current power draws were within specifications. No intermittent condition was found to the power circuit. The product performed within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that the pump would become hot during use. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.